Event description:
It was reported that the device will not do overtemp. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
UDI is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Additional information received via email on 16-sep-2022. No patient involvement.

Manufacturer narrative:
The device was returned with normal wear and tear. During functional testing, the over temperature alarm didn't go off; the customer complaint was confirmed. The over temperature alarm settings were found to be outside of calibration. Adjustments and repairs were performed. Preventive maintenance was completed. Root cause could not be determined. (H6c, h6d, h6e) a manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. Additional information received. No patient involvement. (B5).